Manufacturer narrative:
The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. After console was tested, the issue was not immediately reproduced. We confirmed that the pbm and internal power supply operated within specification. However, while manipulating the ac power cord, the operation of power supply was intermittent. Inspection of the power cord revealed a wire defect resulting in intermittent electrical contact. Replaced ac power cord set, and performed a functional check. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the aic experienced a/c power issues. No clinical details regarding resolution or patient involvement/condition were provided.